Manufacturer narrative:
An email was sent to product remove info email by (B)(6) on 12/26/2023. The email was forwarded to the complaints department on 6/7/2024, which initiated nurse assist's investigation of the reported incident and determination that the noted incident was reportable. A follow-up email was sent to (B)(6) by the complaints department on 6/10/2024 requesting additional information to aid with reporting and with the investigation. The product removal info email address was intended to be used solely for facilitating return and replacement of product and was not being reviewed for complaint information, which resulted in the delay of reporting this incident. The product removal info email inbox is being expeditiously reviewed to identify any other incident related information that would be considered as a complaint. (B)(6) responded back on 6/10/2024. Description of response: I bought them through amazon. The little bottles that came in a 6 pack. I don't have photos because I didn't learn of the recall until I was out of water.

Event description:
Comments included in email received from complaints: I used sterile water 3 days a week for catheter flush (irrigation). I was not notified of the recall. I found out recently when I tried to order more. I am unable to find any now and cannot properly care for my cath. What are my options for getting a replacement? I was hospitalized for uti and cellulitis in november as well. Does this need to be reported somewhere?